Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
Sales manager of embecta called to report: the patient purchased one box of (B)(4) units 4mm needles from an offline pharmacy. On (B)(6) 2024, the patient thought the needle was broken in the abdomen after injected. The patient did not go to hospital for examination immediately. On the afternoon of (B)(6), the patient went to the hospital for a whole body-magnetic resonance imaging examination, no inspection report yet (the report is expected to be released on november 8th). The patient had been using bd needles for more than 20 years, and use 4mm needles all time. The packaging box of this product has been discarded. The patient cannot provide the material code and lot number, not sure whether samples can be mailed. If any update will be sent by email. Sample availability: unknown sample availability details: unknown.